Event description:
It was reported that customer encountered an error message during a cataract procedure on a canine. Customer was not able to attain the programmed vacuum and a back unit was brought in to complete the procedure. No injury was reported.

Manufacturer narrative:
The unit was not made available for an inspection. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.